Event description:
It is reported by the patient that the device was implanted in 2007. In 2008, patient began experiencing pain and his surgeon has recommended a revision. The revision procedure is not yet scheduled.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Surgical intervention is planned but, not yet scheduled. The patient age, height, weight, and activity level is unk. The surgical notes from the primary surgery are unavailable, and it is unk if the stem was implanted with the correct orientation and correct fit as per surgical technique. However, a definitive cause for the pain cannot be conclusively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.